Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the sternal saw stopped working. As a result, an alternative device was employed for the procedure. There was a short delay while the alternative was being transported. The user reported that there was no blood loss. The user also reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.